Manufacturer narrative:
(B)(4). Implant date - (B)(6) 2008. Concomitant medical products: associated products .: kne-natural knee-bearings-unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02639-1. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review by mmi states that there was nonspecific radiolucency at the cement hardware interface of the anterior femoral component which could indicate early loosening. There was small to moderate joint effusion. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient is being considered for a revision due to joint laxity. X-ray images show radiolucency around the femoral component. Attempts have been made and no further information has been provided.